Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an upgrade procedure to a cardiac resynchronization therapy defibrillator (crt-d), this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements in bipolar configuration. The physician elected to program the device to unipolar configuration as the corresponding shock impedances remained within normal limits. No further information has been provided to date. No adverse patient effects were reported.